Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant the patient was experiencing "muscle spasms" which could be seen near the device site. X-ray showed the right atrial (ra) lead had dislodged. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.